Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation the reported failure of the starclose se clip to deploy was not confirmed as analysis of the device revealed the presence of clip tines marks on the carrier tube, the catch was displaced, and the pusher block was deployed, which is consistent with successful activation of the clip-firing mechanism to deploy the clip off the carrier tube. The reported difficult device removal due to a failure of the of the vessel locator wings to retract after clip deployment was confirmed. Based on visual inspection and of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar failure to deploy the clip and difficult device removal due to the failure of the vessel locator wings to retract incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency. The customer reported a femoral angiogram was not performed prior to deployment of the starclose vascular closure system. The instructions for use (IFU) state under the warnings section to perform a femoral angiogram to verify the location of the puncture site. Additionally, the IFU states under the closure procedure caution section to perform a femoral angiogram through the side port of the procedural sheath to determine the location of the arteriotomy site, the vessel size, and the presence of disease (calcified plaque, stenosis, chronic or acute occlusion), tortuosity, or presence of arterial wall dissection.

Event description:
It was reported that after an interventional procedure, arteriotomy closure of the right common femoral artery was attempted using a starclose se device. Femoral angiogram was not performed. Reportedly, after clip deployment, the clip did not deploy, the locator wings did not retract, and the device did not release from the vessel. A dilator was inserted into the side ports to unlock and enable the clip delivery tubeset/thumb advancer to be retracted proximally. The device was removed without using the safety release to retract the locator wings. There was no vessel damage. Manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all additional relevant information. The customer reported a femoral angiogram was not performed prior to deployment of the perclose proglide smc device. The instructions for use (IFU) states under arterial site and puncture considerations that before inserting the access needle use of ultrasound guidance to visualize the common femoral artery or fluoroscopy to visualize the femoral head is recommended. When using the femoral head as a reference point, target the middle of the femoral head as the puncture site. Performing a femoral angiogram through the introducer sheath (or procedural sheath) to verify that the access site is in the common femoral artery is recommended before anticoagulants are given. In addition, under the arterial site and puncture considerations the IFU states to perform a femoral angiogram prior to deployment of the perclose proglide smc device to evaluate the femoral artery site for vessel size, calcium deposits, tortuosity, and for disease or dissections of the arterial wall to avoid device cuff misses (device needles not engaging with the cuffs) and/or posterior wall suture placement and possible ligation of the anterior and posterior walls of the femoral artery. Angiographically verify that the puncture is on the anterior wall of the common femoral artery. The puncture should be proximal to the bifurcation of the superficial femoral artery and the profunda femoris branch and distal to the inferior margin of the inferior epigastric artery. Under the warning section, the IFU states to perform a femoral angiogram to verify the location of the puncture site. Note: this may require both a right anterior oblique (rao) and left anterior oblique (lao) angiogram to adequately visualize where the sheath enters the femoral artery.